Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG fault. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The reported issue was evaluated by hospital technician and they confirmed that paddle was defective. The reported issue was confirmed only by hospital technician, philips service was not required by customer, no evaluation was performed by philips.

Event description:
It was reported to philips that the ECG fault. There was no patient involvement. Updated problem: it was reported to philips that the device cannot pass self check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.